Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. A device history record review on potential lot numbers found through sales was performed on the device with no evidence to suggest a manufacturing related root cause. Visual examination of the returned sample revealed that the staples were observed to be misaligned. Upon functional inspection, the misalignment of the staples prevented the staples from firing properly. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. The probable cause of this complaint issue could not be determined based upon the information and sample provided. An investigation within teleflex was opened by the manufacturing site to further evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " [ health care provider] failed to fire the skin stapler prior to use on patient." No patient involvement reported.

Manufacturer narrative:
(B)(4). A verification of failure mode reported in the current manufacturing process was conducted as follows: 34 staplers were taken from the current production from part number 528235 visistat 35w 6/box lot# 73b2400347 the staplers were functionally inspected (fired) and issue reported "misfire/jamming - staples not firing" was not observed in the current manufacturing process, the staples were loaded and released correctly.

Event description:
It was reported " [ health care provider] failed to fire the skin stapler prior to use on patient." No patient involvement reported.